Manufacturer narrative:
It is indicated that product is not returned for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criterial. The products performed as expected and no product deficiencies were observed. Although the root cause analysis did not indicate return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Root cause could not be determined from the info provided by the customer. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows." Date: (B)(6) 2014, inratio: 2.0, lab: 2.09; (B)(6) 2014, 1.9, 3.8. 30 minutes between tests on (B)(6). Ten minutes between tests on (B)(6). Therapeutic range: 2.0-3.0. Pt self tester was milking finger after the finger stick.